Manufacturer narrative:
H3,h6: the left tracker was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed tracker left in two different known imaging systems. The system initialized. Motion, generator, communication and charging readied. Imaging system was interfaced with navigation system. 2d and 3d images were successful and imagers transferred to navigation system successfully. Visual inspection confirm pinch wires. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000218, serial/lot #: 230419 rev. 1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that two spins were taken and both scans were off by 5mm in the lateral and superior. The manufacturing representative (rep) reported v drape was used, frame did not move, and the percutaneous pin was used for frame attachment. This resulted in a surgical delay of less than one hour. Medtronic imaging and navigation were aborted. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID bi71000218 (lot: -); product ID bi71000568 (lot: -) h3, h6: a medtronic representative (rep) went to the site to test the equipment. Testing revealed that after tracker calibration, the verification still failed. The rep replaced the left side tracker, and completed tracker calibration and tracker verification for both 20 cm and 40 cm fov on left side. The system was then performing as intended. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.